Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed in the ventricle, however the lead tip got caught and the lead was not able to be advanced towards the apex. The physician attempted to pull the lead back but it was stuck. After about 30 minutes of trying the lead became free. It was noted that when tested prior to use the helix extended and retracted properly and was retracted before inserting in the patient. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.